Event description:
It was reported a perforation with subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 21mm watchman laa closure device and delivery system (wds) were used. The (was) was positioned in the laa and the wds was advanced. The closure device was deployed, but was not in optimal position, so a partial recapture was performed. The closure device was deployed again and this time it was in an optimal position. The closure device was therefore released in the laa. After the release, a contrast injection revealed a perforation with subsequent pericardial effusion had occurred. There was noted to be minimal fluid accumulation at the distal end of the laa. A pericardiocentesis was performed to treat the effusion. The patient was stable. There were no further patient complications reported.